Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. Dräger attempted to obtain further information but this was not successful; a case-specific evaluation is thus not possible. Due to lack of information, it can neither be confirmed nor denied that the ventilation had stopped - it is not known based on which aspects the user developed this perception. Under consideration that the reportedly observed alarm message apnea ventilation is correct, the following can be concluded: apnea ventilation is a safety feature that can be activated in the spontaneous ventilation modes simv, bipap, CPAP & aprv with the intention to ensure a switch-over to volume-controlled mandatory ventilation automatically if the patient stops breathing. If breathing stops, evita 4 emits an alarm after the set alarm time »tapnoea « and starts volume-controlled ventilation with the set ventilation parameters frequency »fapnoea« and tidal volume »vtapnoea«. The available information does not contain any clear indication for the potential presence of a device malfunction, the settings for apnea ventilation may have been indeed unfavorable instead leading to a delay in the start of mandatory ventilation. It can be concluded that the device responded as designed upon the underlying conditions (patient¿s spontaneous breathing stopped) and posted an alarm to draw the user's attention. All alarms, potential root causes and dedicated remedies are listed in the IFU.

Event description:
The following was reported to dräger; "during use, the ventilator alarmed for apnoe ventilation and failed to work. The tracheotomy airway was examined and found to be normal, but the ventilator itself was not functioning." As per report, the device was replaced in a controlled maneuver with no consequences for the patient. No information on the serial number was provided by the customer, so that no UDI can be determined